Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up, oversensing of noise was observed. Noise was reproducible by arm movement and pocket manipulation. X-ray revealed externalized conductors near the rv coil. Hospital report noted that in 2007, the lead was repositioned due to poor r-wave sensing. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned. Analysis found three internal insulation abrasions proximal to the rv shock coil and two under the shock coil. The abrasion under the rv shock coil exposed the inner coil which could have cause the reported noise.